Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 79-year-old female with acute decompensated chronic cardiomyopathy was supported with an impella cp inserted via the right femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage e shock. Comorbidities were not reported. During support, laboratory testing demonstrated elevated lactate dehydrogenase levels, raising concern for possible hemolysis. Hemolysis was not confirmed. The impella cp had already been weaned in preparation for device removal and was operating at p2 with flows of approximately 2.2 l/min. The reported laboratory findings were considered an additional factor in the decision to proceed with explant. The patient subsequently underwent explant of the impella cp and survived to explant.